Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the stem appeared to be broken on x-ray.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no products were returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no anomalies or deviations were found during the review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.